Event description:
The lay user/patient contacted lifescan alleging that her one touch ultra meter was prompting the battery indicator. The medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient alleged that the product issue first occurred in late 2008 at 3:00 am. The patient then described developing symptoms, such as, feeling sweaty, weak in the legs, and faint at 1:30 pm the same month. Patient is on oral medication regimen (medication regimen unknown). As a result of the product issue, the patient reportedly ate and drank more at 1:35 pm on original date. No further medical attention was sought. The meter and test strips were replaced. This complaint is being reported since the patient alleged developing symptoms suggestive of hypoglycemia following the onset of the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.